Event description:
The customer reported no audio from the mx40. The customer also reported that there was no central monitoring for this device. There was no patient involvement. There was no report of a patient injury or harm.